Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1122, blower temp high message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided troubleshooting steps per service manual recommendation to the customer. 1. Verify that the air inlet filter is not dirty or blocked. 2. Verify that the cooling fan is operational. 3. Replace the blower. 4. Replace the motor control (mc) printed circuit board assembly (pcba). Investigation is ongoing.